Event description:
Medtronic received information that 4 months post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a bioprosthetic valve of the same size and model. The reason for the replacement was not reported. No additional adverse patient effects were reported. Additional information was received which stated that the reason for the replacement was sepsis with septic shock, endocarditis, aortic insufficiency (ai), and annular dehiscence with a peak gradient of 29mmhg. It was stated that the organism cultured was staphylococcus aureus bacteremia. It was reported that a mobile echo density was observed on the aortic surface of the valve on transesophageal echocardiogram (tee). The presence of vegetation was also reported. Antibiotics were administered. It was reported that immediately after valve replacement, the patient was in a mixed shock state concerning for cardiogenic as well as septic shock. Medication was administered to treat the hemodynamic instability. The patient was administered pressor medications and was on mechanical ventilation support post valve replacement procedure. It was also stated that a trivial paravalvular leak was noted on transesophageal echocardiogram (tee) post procedure. It was further noted that a small left pleural effusion had also been observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.